Event description:
An impedance alert was received over home monitoring. Patient brought in and x-ray revealed the atrial lead was pulled back in the header. Md was able to advance the lead in header and confirm under fluoro that lead is in proper position in header and perform tug test. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.